Event description:
The customer reported a false positive result with the binax now covid-19 ag card assay using an unknown lot number. The customer reported a false positive result on an unknown date with the binax now covid-19 ag card assay performed on a direct tested nasal swab. Confirmation testing was not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event.